Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited far field oversensing. Technical services (ts) was consulted and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.